Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl stent was implanted on (B)(6) 2015. According to the complainant, on (B)(6) 2015, an x-ray was performed and revealed that the stent had migrated to the kidney. The stent was completely removed on (B)(6) 2015. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.